Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation could not determine a conclusive cause for the reported device operates differently (failure to seal). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two graftmaster stents referenced are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a coronary procedure to treat a target lesion in the saphenous vein graft to the 1st diagonal artery. A perforation occurred. The 2.8 x 16 mm graftmaster stent, the 2.8 x 19 mm graftmaster stent and the 4.0 x 26 mm graftmaster stent were implanted in overlapping fashion. It was noted that the perforation did not seal. It was thought that the perforation may have been larger than initially anticipated; however, it is not known why the perforation was not sealed. A coil was placed to seal the perforation. No additional information was provided.